Event description:
Procedure type: adrenalectomy. According to the reporter: the balloon broke near the end of the surgery which lasted for 8 hours. It had been inflated with a 30 ml syringe. The surgeon thinks that it broke while he was using a scope through it. There was no report of pieces falling into the cavity or impacting the patient. The operating time was not extended as a result. There was no tissue damage nor bleeding and no patient injury was reported.